Manufacturer narrative:
(B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
It was reported by mitek express care via email that during return inspection of the hd ep arthroscope/sinuscope compatible with mitek lock focal range 4.0mm x 30* x 167mm, it was found that it has a cloudy picture. There was no patient or customer impact. The device will be returning for evaluation.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: investigation summary: the device was received and evaluated at the service center. The reported complaint that the device had a cloudy image was confirmed. Following failures were identified with the device upon evaluation by the supplier : the whole endoscope shows minimal traces of usage (i.e. Small scratches). The distal end shows minimal traces of usage (i.e. Discolorations, deposits). Click noises could be heard by shaking the endoscope. A loosened spacer could be detected. The device was repaired using spare parts and was tested and found to be working according to specifications. The gluing connection of the last spacer of the optical system is broken. Therefore, the optical components inside the optical system can move which has caused the clicking noises and the blurred image. A broken glueing connection at the last spacer of the optical system could be caused by applying too much force on the endoscope during usage by the customer. Most probably, the endoscope got hit or fell down by mistake. It was concluded that the spacer got loosened after the endoscope was delivered to the customer. A review of the device history record indicated that this product [serial number : (B)(6)] was processed without incident; therefore, there is no evidence of manufacturing anomalies on the paperwork reviewed. At this point in time, no corrective action is required, and no further action is warranted. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.